Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with several lines on main display was confirmed during product evaluation. The root cause of the reported problem was determined to be lines on main display. Appropriate action was taken to correct the reported problem by replacing the main display. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During preventive maintenance by a baxter service technician, a colleague infusion pump was found with several lines on the main display. This condition has the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version is unknown at this time.